Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, when the surgeon tried to fire the device, the firing knob did not go forward at the middle of the device. The second ntlc75 did not work as the first one. No patient consequences reported.